Event description:
It was reported that the suctioning is not functional and the device lit up on all the indicator even after removal of battery to reboot it. No harm or injury reported.

Manufacturer narrative:
H6,h10: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. A risk management review was carried out. The risk files for this product contain the failure mode of pumping stopped and subsequent harms related to this failure mode. A clinical investigation was carried out. It was concluded: "per complaint details, the pico 7 vacuum suction device was nonfunctional; as a result, the patient¿s treatment stopped at a reported two days instead of four days. However, no relevant clinical information or the device was provided to determine the root cause of the reported failure. It is unknown if there was an alternate device used on the patient. According to the report, the patient is in good condition. Since there was, no reported harm or injury to this patient, no further clinical/medical, assessment is warranted at this time." The device was used for treatment. As the device was not returned, we were not able to carry out a product evaluation. It was reported that the device turned on all lights and cannot use any function. It is possible that the device entered a non-recoverable error state. There are a number of reasons why a device may enter this state. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device. We have not been able to determine a definitive root cause. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.